Event description:
Pt had tavr procedure in cath lab with access through femoral artery. One week later, pt returned to the hosp with pain and bruising of left high. Pt found to have bilobed pseudoaneurysm. Pt admitted for thrombin injection and has been discharged.